Event description:
The facility's store room manager reported to baxter that an interlink y-type catheter extension set had leaked from a crack somewhere along the tubing. This occurred during infusion. The drug being infused was a chemotherapy drug. There was patient involvement; however, there was no report of patient injury or medical intervention in association with this event.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample was discarded due to chemotherapy contamination. Since the sample is not available for evaluation, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted.